Event description:
A customer contacted beckman coulter inc. (Bci) regarding multiple falsely low magnesium (mg) results generated by the synchron lxi 725 clinical system. The initial mg results were in the range 0.1-1.4 mg/dl and the repeat results were in the range 1.8-2.1 mg/dl. The erroneous results were reported outside of the laboratory and corrected reports were issued. It is unknown if there was an affect to patient treatment with regard to this event.

Manufacturer narrative:
Samples were drawn in sst plasma tubes. Qc was within specifications before the event. A field service engineer (fse) was on-site and replaced the sample syringe and t-valve which resolved the problem. Qc and patient samples were run to verify system performance. The replaced parts have been requested for investigation. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.